Event description:
It was reported that episodes of non-sustained rv oversensing were observed via merlin.net transmission. Patient was asymptomatic. The device was intermittently oversensing t-waves. Programming changes were recommended but no programming changes have been made. The patient will be monitored.